Manufacturer narrative:
(B)(4).

Event description:
It was reported the device split apart. An angiojet zelantedvt catheter was selected for use in a thrombectomy treatment procedure in a leg vein. The catheter was advanced into patient when it was noted the catheter split but did not completely detach. The device was fully removed from the patient. It was noted that no harm came to the patient as a result of this incident. Additional information has been requested but has not been able to be obtained at this time.

Event description:
Same case as voluntary medwatch/maude report# (B)(4). It was further reported that during a venogram/thrombectomy procedure being performed on a left lower extremity deep vein thrombosis (dvt). The outer sheath split approximately 4-5cm from the tip of the catheter. It was not a complete detachment and no pieces broke off inside the patient. The procedure was completed with another zelante catheter with no further complication and the patient was reported to be fine/stable.

Manufacturer narrative:
Additional information: patient age at time of event, weight, weight (unit), describe event or problem, initial reporter sent to FDA. Update: device evaluated by MFR. Eval summary attached. Method, results and conclusion codes. Device evaluated by manufacturer: returned product consisted of a zelante dvt thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. A visual examination identified blood present inside and out of the device. The waste bag was cut-off and not returned. Microscopic and visual inspection revealed the boot vent hole was incomplete and did not go all the way through the boot wall. The location where the proximal and distal shaft connected (10.5cm proximal of the tip) was separated; however, the catheter was still intact due to the hypotube and inner shaft. The hypotube at the area of the shaft separation was bent/kinked. The separated ends of the shaft appeared to be jagged and damaged, which indicates tensile overload. The confirmed tensile overload to the shaft and the damaged hypotube, indicate the device was separated due to force being applied during handling of the device. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).